Event description:
During a laparoscopic uterine fibroid removal procedure, physician was using 5mm click line laparoscopic grasper. When applied force to the grasper, one grasper tip insert broke off in one complete piece inside patient. Located piece under the liver and removed laparoscopically.